Event description:
The customer reported a leak from the lh750 analytical station instrument. The volume of the leak was about 1 milliliter and was contained within the instrument. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that there was a leak in the tubing at fitting #10 of the differential (diff) shear valve. The fse removed the diff shear valve and cleaned it. He also replaced the tubing from the t fitting to fitting #10 and trimmed and reconnected tubing at fitting #9 of the diff shear valve. The instrument ran without any leaks and all repairs were verified per established procedures. (B)(4).